Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he experienced cloudy vision. The consumer indicated that after having a yag, he noticed an inverted v in his right eye below his center of vision. Consumer indicated his surgeon stated it was probably a floater and would go away; however, after six months it did not go away. It remained in the same place, never changed in size or shape or location. He went to an optometrist who confirmed a scratch on the lens located at twelve o'clock. Additional information was provided by the surgeon, who reported that in his opinion it is unknown if the iol caused/contributed to the event. Multiple doctors have seen this patient in our clinic post-op. No mention of lens abnormality. Patient has bilateral posterior vitreous detachments. Floater symptoms impeded. The lens remains implanted.